Manufacturer narrative:
A ge service rep performed an on site investigation. The filament drive and the snubber board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system stopped exposing during a case and would not come up after reboot. There is no report of injury or death associated with the event described in this complaint.